Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had an air bubble anomaly. The customer had to change the reservoir almost every day due to air bubbles in between the two o-rings. The customer's blood glucose readings were high. The issue was solved when they used a different reservoir lot number. The customer's recent blood glucose reading was 84 mg/dl. The customer will not return the device for analysis.